Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred causing the customer to experience a "high" blood glucose (bg) level. A correction injection via manual injections was administered to address bg. The customer changed supplies to address the issue.